Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in non-tortuous, mild to moderately calcified, 50% stenosed left main stem (lms) coronary artery. An nc trek balloon dilatation catheter (bdc) was selected for the procedure. No issues were noted during prep (air aspiration) prior to use. The bdc was advanced with no resistance felt to the lesion and once inflated to 16 atmospheres, the balloon would not deflate. Negative pressure was held for approximately 20 seconds but the balloon would not deflate. The bdc and the guiding catheter were removed as one unit. A new unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI# is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.